Manufacturer narrative:
Results evaluations: smiths medical intl's investigation into this event states that this event was due solely to user error. The instructions for use state this device is intended for 30 day use. This user had this trachesotomy tube in place for two yrs and did not have any leakage until two mos before he had it replaced. This report has been logged for trending.